Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in a clinic for a routine follow-up. Upon device interrogation, stored non-sustained rv oversensing episodes were observed. Oversensing was observed again 2 months later during a follow-up in clinic, and the noise was suspected to be from myopotential oversensing. The noise was not able to be reproduced with further testing. The patient was stable and will be monitored with routine follow-ups.